Manufacturer narrative:
Upon follow up it was reported the patient experienced recurrent peritonitis. The cause of the event was not reported. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not recovered from this event. On an unreported date (this year), dianeal therapies were discontinued and the patient was transferred to hemodialysis (one day prior to receipt of this report). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (discontinued the day prior to receipt of this report). Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.